Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and embedded device ("there are coiled wire embedded within the fallopian tube") in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's past medical history included parity 4. Concurrent conditions included musculoskeletal pain, torn muscle, obesity and migraine headache. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure) and surgery (plaintiff had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery start date of essure was changed from 2005 to 2006. And essure stop date was changed from (B)(6) 2017 to (B)(6) 2017. Concerning the injuries reported in this case, the following ones were describe in patient¿s medical records: there are coiled wire embedded within the fallopian tube concerning the injuries reported in this case, the following ones were describe in patient¿s medical records;pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received.event: there are coiled wire embedded within the fallopian tube were added. Concomitant disease, historical condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('there are coiled wire embedded within the fallopian tube') and uterine perforation ('uterine perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Concurrent conditions included musculoskeletal pain, torn muscle, obesity and migraine headache. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, uterine perforation, abdominal pain, alopecia, hormone level abnormal, migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, embedded device, headache, hormone level abnormal, migraine, nausea, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery start date of essure was changed from 2005 to 2006. And essure stop date was changed from (B)(6) 2017 to (B)(6) 2017. Essure tl with coil protruding through to, serosa of tube. Concerning the injuries reported in this case, the following ones were describe in patient¿s medical records: there are coiled wire embedded within the fallopian tube concerning the injuries reported in this case, the following ones were describe in patient¿s medical records; pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Updated date of insertion, date of removal. Added event abdominal pain, hair loss, hormonal changes, migraines, headache, nausea, uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('there are coiled wire embedded within the fallopian tube') and uterine perforation ('uterine perforation') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test. The patient's medical history included parity 4. Concurrent conditions included musculoskeletal pain, torn muscle, obesity and migraine headache. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (plaintiff had surgery to remove the essure, plaintiff had surgery(hysterectomy) to remove the essure and plaintiff had surgery(salpingectomy (bilateral removal of fallopian tubes) to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, uterine perforation, abdominal pain, alopecia, hormone level abnormal, migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, embedded device, headache, hormone level abnormal, migraine, nausea, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery start date of essure was changed from 2005 to 2006. And essure stop date was changed from (B)(6) 2017 to (B)(6) 2017. Essure tl with coil protruding through to, serosa of tube. Concerning the injuries reported in this case, the following ones were describe in patient¿s medical records: there are coiled wire embedded within the fallopian tube concerning the injuries reported in this case, the following ones were describe in patient¿s medical records;pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('there are coiled wire embedded within the fallopian tube') and uterine perforation ('uterine perforation') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included parity 4. Concurrent conditions included musculoskeletal pain, torn muscle, obesity and migraine headache. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (plaintiff had surgery to remove the essure, plaintiff had surgery(hysterectomy) to remove the essure and plaintiff had surgery(salpingectomy (bilateral removal of fallopian tubes) to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, uterine perforation, abdominal pain, alopecia, hormone level abnormal, migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, embedded device, headache, hormone level abnormal, migraine, nausea, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff need for additionai surgery start date of essure was changed from 2005 to 2006. And essure stop date was changed from (B)(6) 2017 to (B)(6) 2017. Essure tl with coil protruding through to, serosa of tube. Concerning the injuries reported in this case, the following ones were describe in patient¿s medical records: there are coiled wire embedded within the fallopian tube concerning the injuries reported in this case, the following ones were describe in patient¿s medical records;pelvic pain most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received. New event "did not have confirmation test performed following insertion of essure micro-inserts nos" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.